Event description:
Boston scientific received information that the patient presented to the hospital with a red rash on the implant pocket approximately two weeks post device implant. Upon further evaluation of the pocket area, it was reported that the patient had an infection. A revision procedure was performed. The device and leads were cleaned and re-implanted subpectoral. There was no report of adverse patient effects due to the procedure.

Event description:
Additional information was received that this product was part of a system explant approximately eight months later due to infection. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.